Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized duel to high blood glucose. Customer's blood glucose was 800 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was diabetic ketoacidosis. The customer was treated with insulin IV. The customer doesn't want to troubleshoot for high blood glucose. The customer will monitor their blood glucose. The customer reported via phone call that they had no delivery alarm during basal, bolus, fixed prime. Customer's blood glucose was 255 mg/dl. The customer was advised that there may be a possible site related issue, possible due to a bent cannula or site/set occlusion. The customer was advised to change the entire infusion set. The customer will monitor and will call if they get another delivery.